Event description:
It was reported that a loss of capture was noted on the left ventricular (lv) lead. The patient was at the hospital, and an x-ray was performed. Lead dislodgement was found. The lv lead was repositioned. There were no adverse health consequences, the patient was stable prior to, during, and after the procedure.